Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair originated from an operator during the manufacturing process.

Event description:
Name of procedure being performed: na incoming inspection detailed description of event: [name] incoming inspection po# (B)(4). This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: july 30, 2021. Please refer to the attachment file. Photos are available. Products available for return. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. Hairlike object in pouch - c0r47 lot # 1416645 (1 ea). Patient status: na (no patient involvement). Type of intervention: na incoming inspection.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na incoming inspection. Detailed description of event: [name] incoming inspection po# (B)(4). This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: (B)(6) 2021. Photos are available. Products available for return. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. Hairlike object in pouch - c0r47 lot # 1416645 (1 ea). Patient status: na (no patient involvement). Type of intervention: na incoming inspection.